Manufacturer narrative:
(B)(4). Insulin pump received with missing retainer ring and reservoir tube lip o ring. Unable to verify reported harm and perform displacement test, occlusion test and p-cap, reservoir will not lock properly due to missing retainer. Insulin pump passed rewind, prime, seating, basic occlusion, force sensor test, sleep current measurement, active current measurement and self test. Insulin pump properly connected to the guardian link 3 and green test plug. No communication anomaly noted.

Event description:
The customer reported via phone call that the insulin pump had bent cannula. Customer's blood glucose level was 158 mg/dl. Customer stated sensor came off and looked in book. Customer stated they had rashes and little bumps and red. Customer stated when taking tape off notice irritation. Customer declined troubleshooting for bent cannula. The insulin pump will not be returned for analysis.